Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed as supplies have already been changed. The customer's blood glucose level was 350 mg/dl and was addressed with an insulin injection. The customer confirmed that an alternate method of insulin delivery was available.